Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b3, b5, b6, d6a, d6b, h6.

Event description:
Patient provided MRI report showing "extracapsular rupture of implant, seroma and the fibrous capsule of the right breast is thickened", baker grade unspecified. This relates to the right side. The device remains implanted.

Manufacturer narrative:
Visual evaluation: device photograph(s) for the device related to the reported event of rupture-breast, capsular contracture-breast and seroma-breast was requested on february 02, 2024. Visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Rupture-breast: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture-breast: unable to observe since it is not related to the device. Seroma-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture; seroma; "fibrous capsule."

Event description:
Patient provided MRI report showing "extracapsular rupture of implant, seroma and the fibrous capsule of the right breast is thickened", baker grade unspecified. This relates to the right side. The device remains implanted.